Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient was diagnosed with single vessel disease. Vascular access was obtained via the femoral artery. The 80% stenosed, 30mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 3.5mm in diameter right coronary artery. After a non bsc guide wire crossed the lesion, predilation was performed and a 3.50x32mm promus element¿ plus was advanced but was unable to initially cross the lesion. After some efforts, the device was able to cross the lesion and the stent was deployed. Post dilation was done using an nc balloon catheter at high pressure however after post dilation,it was noted that there was a sharp vessel dissection at the proximal site of the lesion. A 3.5x12mm synergy stent was then implanted to cover the dissection and the procedure was completed. No further patient complications were reported. The patient's status was stable and was responding well to medications.